Event description:
It was reported that during procedure, the device had a low power. The procedure was completed using the original device. There were no patient complications.

Event description:
It was reported that during procedure, the device had a low power. The procedure was completed using the original device. There were no patient complications.

Manufacturer narrative:
The console device was not returned to the service center but was serviced on-site at the customers facility by a field service engineer (fse). The fse confirmed the reported issue of the device low power. The issue was remotely resolved by restarting and checking all parameters. However, even though the allegation was confirmed, the most probable cause of the reported issue cannot be established due to lack of evidence. A review of device history confirmed that the device met specification prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. A review of the device instructions for use (IFU) was performed. The IFU includes specific statements regarding turning on the laser: energy detectors check and calibration must be performed by an engineer or technician qualified to work with laser equipment. There is no indication that the device was not used in accordance with the IFU. The IFU has no issues with translation, wording, or graphics, and therefore, a revision is not required. Based on the information available, a conclusion code of cause linked to device but unable to trace more specifically was assigned to this investigation, since the problems were traced to the device, but the investigation could not identify the actual root cause (e.g., design, manufacturing, component).